Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's left eye (patient 2) and replaced with a puresee model lens 0.5 diopter power higher. Account indicated that the surgeon preferred puresee lenses, and the reason for the explant was the dysphotopsia profile of the lens. No further information was provided.

Manufacturer narrative:
Section a3, a4, and a5: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.